Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause of the longer than normal charging time was unknown. Actions/interventions included suggesting the patient to have more consistent recharging. This was confirmed with the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported ¿longer than normal¿ charging time. There were no known causes. The patient was able to connect to the charger while on the phone with the rep and would monitor for the next week. The issue was said to be resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating when they first got the rechargeable battery it "took 30-35 minutes" and now it takes "40-50" minutes. The patient stated they did not know why the changes occurred in charging time.